Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. Unit passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 26 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.